Manufacturer narrative:
The reported event of ineffective stimulation was confirmed. As received, the paddle lead cut into multiple segments consistent with explant damage. However, the paddle end segment showed all broken/detached wires. The cause is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-02846, 1627487-2020-02848, 3006705815-2020-01231. It was reported the patient experienced ineffective therapy from their scs system. The patient stated that they had a motor vehicle accident about 5 months prior, but could not recall when therapy became ineffective. In turn, the patient underwent surgical intervention wherein the scs system was explanted and replaced to address the issue. Note: since it is not known which device is causing the issue, all possible devices are being reported on.